Event description:
The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken. Runs faster than stated rate." No tracking info was provided. There were no reports of any adverse pt events while the device was in clinical use.